Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that due to the splitting of the abdominal port seal, the abdominal gas content was released at a critical point while performing a laparoscopic cholecystectomy.